Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product from a therapeutic plasma exchange. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable is unavailable for evaluation because the customer discarded the set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was analyzed. Signals indicate that the elevated wbc content in the platelet product was likely a result of a continuous escape of wbcs from the lrs chamber. There are no events (adjustments, changes in pump speed, substate changes, etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor-related. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.